Event description:
The consumer stopped, lost his balance, and went to sit down when the welds on the seat allegedly broke. No injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. Serial number (B)(4) supplied by the dealership is not an invacare serial number, it is an (B)(6) registration number for (B)(6) who is not a supplier of the (B)(4) bariatric rollator.